Event description:
The customer reported that during the resuscitation attempt, the autopulse nxt platform (sn (B)(6) displayed a yellow alert triangle led and stopped compressions. The crew turned the platform off and back on again, and it started working and compressed for another approximately 15 minutes. The crew reported feeling warm air coming from the vents. The nxt platform was on the stretcher, on top of the blankets, and the vents were monitored to stay clear during the reported event. Per the customer, the device stopped due to a high-temperature fault. No consequences or impacts on the patient. No safety issues were reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.